Event description:
Information was received from a manufacturer representative (rep) via a physician regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The rep reported that the patient had an infection in the ins area, but wasn't sure if it was in the pocket site. The infection was not confirmed. The physician felt that the skin incision site did not heal properly and there was oozing. Wound care was attempted at treating the incision, but the physician ultimately decided to remove and replace the lead and ins since the patient was having great success with her urinary symptoms. The event date of the infection is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.